Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 97 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation. 93 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 97 malfunction events in which the device reportedly overheated. 77 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact. 2 events had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 97 malfunction events in which the device reportedly overheated. 77 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact. 2 events had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 97 events were reported for this quarter. Product return status 2 devices were received. 1 device was not available for evaluation. 93 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 97 devices were not labeled for single-use. 97 devices were not reprocessed or reused.